Manufacturer narrative:
A maquet field service technician evaluated the device and replaced the metal slot cover with a new one, and returned the device to service. The analysis of the defect shows that the metal slot cover may come out of the side plastic cover when the mounting is not correct or if the plastic cover guides are not correctly assembled. Instructions to mount the metal slot cover are included in the monitor support installation manual. Moreover, according to the xten operating manual, annual preventive maintenances includes a verification of the fastening of side plastic covers. (B)(4). Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
(B)(4).